Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. No further investigation is planned as there was no alleged product issue associated with this event. There were 2 additional sensors reported (s/n (B)(6) and unk) and they have been captured under this submission. Model #: 78768-01. Serial number: (B)(6). Lot #: t60003901. Expiration date: 4/30/2026. Primary UDI number: (B)(4). All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported receiving a notification that their adc device was on a recall list. Adc customer service contacted the customer, who provided additional information regarding the affected device and inquired whether any other sensors in their possession were also impacted. There was no report of any third-party treatment. Based on the information provided, there was no report of serious injury associated with this event.